Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level over 46 mg/dl. Customer declined to troubleshoot their low blood glucose reading. Customer treated their low blood glucose reading with peanut butter. The product will not be returning for analysis. Customer was not using auto mode feature during the serious injury.